Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and emergency room visit. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours . If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that the pod was activated on (B)(6). His blood glucose was 330 mg/dl at 8:27 pm which he corrected with a 5 unit bolus. His bg was down to 256 mg/dl at 12:56 am on (B)(6); he took an additional 2.5 units bolus. His bg was 149 mg/dl at 5:31 am and remained generally in range (81-252 mg/dl) for about the next day and a half. The pod was deactivated at 8:53 am, and the patient went to the emergency room where he was treated with saline and anti-nausea medication.